Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Fi summary: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects / problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30035050 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported left side "multiple infections from the expander", "fluid in chest", "lymphedema", and "the surgeon put air in the expander". Patient also reported they "noticed swollen lymph nodes" and had a procedure to "pull out the fluid [from their chest]". Patient also reported the following events, which are not device-related: "shingles", "pulmonary nodes from radiation therapy", ¿pleural effusion¿, and ¿difficulty in moving left hand¿. Device has been explanted. Patient was treated with antibiotics prior to explant.

Manufacturer narrative:
In response to FDA report number: mw5167803. Clarification to d4 device information: serial number was provided as (B)(6), but this device was not manufactured until 8/oct/2019, which is after the implant date reported by the patient. Only the catalog number will be reported at this time until clarification is received. The events of "infection (unknown onset)", "seroma-late", "lymphedema", and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿infections from the expander¿; ¿lymphedema¿; ¿swollen lymph nodes¿; "fluid"; "put air in the expander"; ¿air is deflated, the implant was refilled with saline.¿

Event description:
Patient reported left side "multiple infections from the expander", "fluid in chest", "lymphedema", and "the surgeon put air in the expander". Patient also reported they "noticed swollen lymph nodes" and had a procedure to "pull out the fluid [from their chest]". Patient also reported the following events, which are not device-related: "shingles", "pulmonary nodes from radiation therapy", ¿pleural effusion¿, and ¿difficulty in moving left hand¿. Device has been explanted. Patient was treated with antibiotics prior to explant.

Manufacturer narrative:
. Clarification to d6b: partial date of october/2019 provided.

Event description:
Patient reported left side "multiple infections from the expander", "fluid in chest", "lymphedema", and "the surgeon put air in the expander". Patient also reported they "noticed swollen lymph nodes" and had a procedure to "pull out the fluid [from their chest]". Patient also reported the following events, which are not device-related: "shingles", "pulmonary nodes from radiation therapy", ¿pleural effusion¿, and ¿difficulty in moving left hand¿. Device has been explanted. Patient was treated with antibiotics prior to explant.